Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a sample eval could not be performed. The investigation is currently underway.

Event description:
It was reported that during a scheduled retrieval of a ivc filter, a venagram demonstrated that the filter was tilted approximately forty-five degrees, with several of the filter limbs extending approximately one and half centimeters outside the wall of the cava. Reportedly, the filter legs appeared to be extending into biliary system; however, there was no dye extravasation noted. An attempt to retrieve the filter was not performed. The pt is reported to be asymptomatic and is to be referred to another facility for further eval. No report of pt injury.